Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8th jan 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-4500, meniscal cinch¿, both anchors dropped out when the first button was push. This was detected during a reconstruction of the anterior cruciate ligament of the right knee joint and meniscus suture surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-4500. There were no patient harm and no secondary procedure needed.